Event description:
It was reported that during angioplasty procedure, stent damage occurred. The 60% stenosed non-calcified lesion was located in the distal right coronary artery (rca). The liberte 32mm x 3.00mm stent delivery device was advanced, however, the device was unable to cross two stents that had been placed during a previous procedure. Following repeated attempts to cross the placed stents, the physician noted that one of the liberte stent struts had opened. Upon switching to a liberte 24mm x 3.0mm stent delivery system, the device was able to cross the placed stents and was successfully implanted. No patient injuries or complications were reported. The patient's status is reported as "stable".